Event description:
The customer reported that the 840 ventilator was inoperable. There was no pt involvement. Customer will replaced the power supply. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).